Event description:
During a vitrectomy procedure, the aspiration mode of this unit locked up after use of the scissor mode. The unit had to be rebooted several times in order to complete the procedure.